Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and the mesh was implanted. It was reported that during surgery, the doctor found the onlay patch had an unusual hole. There were no adverse patient consequences reported. No additional information was provided.